Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in 2005, that a resolution clip device was used (patient age, gender and weight unknown). According to the complainant, during the procedure the clip would not open. The procedure was successfully completed with another resolution clip device. No patient complications were reported as a result of this event. The patient's condition was reported to be ok.

Manufacturer narrative:
A visual examination of the returned device revealed a slight kink on the coil of the device near the handle. The coil bushing was exposed from the outer sheath. The clip assembly was deployed and was not returned with the device. The cause of the reported malfunction could not be determined. However, the device may have gone through tortuous anatomy as indicated by the kinked coil.